Event description:
.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. Preoperatively, system diagnostics determined high impedances on the lead. Surgical intervention was taken where the lead was explanted and replaced which resolved the issue. Stimulation was restored postoperatively. Device information is unavailable at this time.